Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not closing. A field service engineer adjusted the latch assembly to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed to close. The customer stated that there was able to remove the medication from another station and there are no pro long delays. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.